Event description:
This event is associated with the glow clinical trial; subject ID:(B)(4). It was reported that a 27-year-old caucasian female patient who underwent primary breast augmentation surgery with mentor glow study gel devices on (B)(6) 2018 experienced following adverse events: adverse event # 1. Hematoma, (right side, implant serial number: (B)(4). Date of implant: (B)(6) 2018, date of explant: (B)(6) 2018. On (B)(6) 2018, she experienced hematoma, which required incision/drainage/aspiration on (B)(6) 2018 and implant removal on (B)(6) 2018. Adverse event # 2. Baker iii capsular contracture, (left side, implant serial number: (B)(4). Date of implant: (B)(6) 2018, date of explant: (B)(6) 2018). On (B)(6) 2018, she experienced baker iii capsular contracture, which required implant removal on (B)(6) 2018. Should additional information become available, this case will be re-assessed and notes will be updated. This medwatch report is for the patient¿s right sided device.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right hematoma. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 4, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 400cc returned device. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. While the body absorbs small hematomas, some will require surgery. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The new replacement devices used on (B)(6) 2018 were catalog number 3504754bc; serial number (B)(6) on the left side, and catalog number 3504754bc; serial number (B)(6) on the right side. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 9, 2022, mentor became aware that the patient also experienced right side device malposition in addition to right side hematoma which required aspiration/drainage of hematoma on january 10, 2018. Device problem code "migration" has been added to field h6, and "is product problem" has been selected under field b1 on this form. On december 21, 2022, device was re-evaluated and is summarized below: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 400cc returned device. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. While the body absorbs small hematomas, some will require surgery. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).